Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the complaint, during post operative appointment, patient present with parasthesia of lower left lip and chin 14 days after placement. The implant was removed. The doctor plans to observe for recovery and to replace in 3 months. Implant #19 in position intimate with superior of ian canal. Patient suffered nerve damage.